Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, several a and v oversensing episodes were observed. X-ray didn't show any fracture or connection problem. Tests were ok.

Manufacturer narrative:
This follow-up is derived following the device expertise. A follow-up MDR (1000165971-2024-00072)was performed in order to advise you of this follow-up. Summary of the investigation: almost all the episodes recorded in the device memory since (B)(6) 2021 showed non-physiological signals (noise/artifacts) on both atrial and ventricular channels. The electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. The visual inspection did not reveal any abnormality, and the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. No abnormality has been found and the leads connection test was successful. The issue described in the complaint could not be reproduced. Based on the available information, the origin of these simultaneous non-physiological signals could not be determined, and a lead(s) issue could not be excluded with certainty. The morphology of the non-physiological signals could indicate a lead-to-lead abrasion. However, since the leads are still implanted the root cause could not be confirmed. According to the field, after the replacement of the device, no more issues are observed. However, since the leads are still implanted the root cause could not be confirmed. A careful monitoring of both lead (ventricular and atrial) leads integrity should be performed to ensure the adequate sensing and pacing functionality (please refer to the recommendations below, which are the same as those given in (B)(6) 2023). This case is retained and utilized for trending purposes.

Event description:
Reportedly, several a and v oversensing episodes were observed. X-ray didn't show any fracture or connection problem. Tests were ok.